Event description:
It was reported that the device was at elective replacement indicator (eri) sooner than expected. It was noted there was low rate and no pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(6)-2011, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.626 to 2.619 volts minimum between (B)(6)-2011 and (B)(6)-2011. One - patient alert for low battery voltage on (B)(6)-2011 02:15:00. Preliminary analysis found that the device only met 28% of expected longevity. The device was shown to have high current drain. The higher than nominal current drain was shown to be related to the pacing output, since the current drain would return to nominal when no pacing loads were present or when the pacing outputs were turned off. The components associated to pacing, a capacitor and an ic (integrated circuit), were extracted and checked for leakage. Neither component had elevated leakage. The individual components were exposed to hot and cold temperatures, and monitored. Neither component exhibited increased leakage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2011, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.626 to 2.619 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low battery voltage on (B)(4) 2011 02:15:00.